Event description:
During nephrostomy tube placement, a 6 fr introducer dilator system was advanced over the 0.018 wire; the wire was exchanged for a larger j wire. When radiologist tried to remove the introducer, the metalic tip of the introducer separated from the introducer and was in the perinephric space. Numerous attempts to remove the avulsed dilated tear was unsuccessful.